Event description:
Physician injected si joint. Pt lying on side. After injecting medication, the physician began to withdraw the needle from the side and the needle came loose from the hub. The physician attempted to remove the needle via a small incision using hemostats, but was unsuccessful. Pt taken to surgery for removal of the needle.